Event description:
It was reported that the patient underwent surgery for c5-6, c6-7 acdf with implant of anterior cervical plate and screws, and allograft bone. X-ray images taken 28 months post-op showed anterior migration of both c7 screws. The following day, a barium swallow test performed showed a screw in what appeared to be the region of the stomach. Six days following the test, the patient brought to the doctor's office a fragment of the screw that had passed out in her stool within the last day. The patient notes having trouble swallowing and hoarseness. The patient underwent another procedure to explant the hardware at c5-7 and explore the fusion.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.